Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported the patients ipg was not communicating following a surgical procedure. Surgery took place on (B)(6) 2022 were the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer report number: (B)(4) and (B)(4).